Event description:
During spinal anesthesia, a 3 1/2" 25g whiatacare needle broke leaving approx 4cm of needle in the pt's back. A neurosurgeon was consulted. Lumbar films were taken showing the needle in the subcutaneous tissue. The pt required general surgery under anesthesia to remove the foreign body.